Manufacturer narrative:
(B)(4) in the initial report it was not included that patient presented also epithelial ingrowth since the surgeon reported irregular stromal bed and epi which was understood as epithelium. During follow up with abbott representative it was found that surgeon was referring to epithelial ingrowth. Additional information: abbott representative spoke with surgeon on 01/27/2016 regarding the off label re-treatment over the incomplete flap. Also discussed off label case of epi-ingrowth following retreatment. All surgeons questions were answered.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that suction break and subsequent aborted procedure after central tag in bed. The flap was completed after a suction loss during the raster. The excimer procedure was aborted due to an irregular stromal surface over the pupil. Correct suction loss protocols were followed. He will complete the procedure with photorefractive keratectomy (prk) at a later date. Surgeon confirmed that the patient''s acuity post operation with a contact lens is 20/30. He did not refract to get the best corrected acuity.